Manufacturer narrative:
Citation: stundl a et al. Balloon post-dilation and valve-in-valve implantation for the reduction of paravalvular leakage with use of the self-expanding corevalve prosthesis. Eurointervention. 2016 feb;11(10):1140-7, e-published november 2015, doi: 10.4244/eijy15m11_04. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding balloon aortic valvuloplasty and valve-in-valve implantation used for the reduction of paravalvular leak for transcatheter aortic valve replacement patients. All data was collected from multiple centers from june 2011 and december 2013. The study population included 226 patients (predominantly male; mean age 81), all which were implanted with a medtronic corevalve (serial numbers not provided). Among all patients 46 deaths occurred by one year follow up. Based on the available information none of the deaths were attributed to medtronic product. Among all patients adverse events included: 97 paravalvular leak (69 moderate, 28 severe), 5 cerebral vascular accident, 2 myocardial infarction, 19 major vascular complications, and 32 permanent pacemaker implants, and 16 valve-in-valve implants. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.